Manufacturer narrative:
Device was received with the operating currents within specifications. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was received with scratched reservoir tube window. (B)(4).

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room because of high blood glucose level and they were hospitalized due to severe dehydration on sunday, (B)(6) 2017 with blood glucose was 128 mg/dl. The customer's blood glucose at the time of incident was over 600 mg/dl and current is 569 mg/dl. At sunday morning at 9:15 am blood glucose was high and at 8:23 am it was 523 mg/dl, at 9:40 am it was 330 mg/dl, at 11:56 am was 177 mg/dl and at 1:13 pm blood glucose came down to 128 mg/dl but shortly after that because customer was unresponsive they took her to the hospital. The customer treated their high blood glucose with manual injection. The customer was wearing insulin pump during hospitalization. The significant events leading to hospitalization was blood glucose had been fluctuating but not any lows. The customer reported that the drive support cap was normal and insulin pump passed the high pressure test. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.